Manufacturer narrative:
Concomitant medical products: 5068-45 lead, implanted: (B)(6) 2000. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular lead superior vena cava (svc) coil impedance was out-of-range and an alert was triggered. It was also reported by a patient family member that the lead was reprogrammed "so the defibrillator portion will not shock the patient." The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later clarified that the svc coil impedance was high. High-voltage therapies are programmed off on the device and the lead w ill be explanted and replaced in about three months.